Manufacturer narrative:
No lot number was provided, therefore, a shipping history report was generated to determine the last 3 lots of product shipped to the end user. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the march 2010 (B)(6) complaint report for trending did not note any adverse trends for the product family of vaxcel pasv PICC and the failure mode of "guidewire unraveled". Returned by the end user was an unused guidewire from a packaging lot other that what had been reported in the original event description. The guidewire was examined against the incoming inspection specifications and testing. It was found to meet specification and functioned as intended. Navilyst medical's guidewire supplier, (B)(4) performed a device history review of the lots generated in the shipping history report. Their records indicate the product lots met all specifications prior to shipment. As the used sample was not returned for evaluation, there is no indication that the failure was the result of a manufacturing related defect, and the exact cause of the event is unable to be determined. The directions for use packaged with the product contains a caution regarding the guidewire: "never withdraw the guidewire through the needle as this could damage the guidewire. If the guidewire tip must be withdrawn while the needle is inserted, remove both the needle and the guidewire as a unit." (B)(4).

Event description:
As reported, during placement of a PICC, the floppy tip of the guidewire unraveled in the patient. It was able to be removed and another guidewire was inserted. There was no injury to the patient. It was reported that the guidewire would be returned for evaluation.